Event description:
It was reported the leads were removed at the time of ipg changeout for normal battery depletion. The lead subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.